Manufacturer narrative:
The transducer was replaced to resolve the customer¿s immediate concerns. A thorough investigation was performed which determined the damage to the transducer lens was a result of improper maintenance. There was no indication of either non-conforming material and no indication of design anomaly requiring further action. There have been no similar issues reported post repair.

Event description:
A customer reported that the c10-3v transducer lens was broken. This transducer was associated with an epiq 5 ultrasound system. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. Philips has started an investigation, and upon completion, a follow-up report will be submitted.